Event description:
The pt had several surgeries of the mastoid and middle ear prior to her cochlear implant surgery in 1985. Postoperatively, the electrode array lead wire partially extruded through the exterior canal wall. The pt was able to use the device. In october of 1998, the healthcare provider reported the device had been explanted. No reason was given. On 12/25/98, the healthcare provider indicated that the pt had developed a cholesteotoma in the implanted ear, necessitating explantation.